Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser recanalization catheter products that are cleared in the us. The pro code and 510 k number for the crosser recanalization catheter products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using the cto crosser catheter to treat bk distal area. During the procedure, when catheter was used with the guidewire, the tip of the guidewire broke off in the middle of the opaque part of the tip. It was further reported that the tip of the guidewire could not be retrieved. The current status of the patient is unknown.

Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using the cto crosser catheter to treat bk distal area. During the procedure, when catheter was used with the guidewire, the tip of the guidewire broke off in the middle of the opaque part of the tip. It was further reported that the tip of the guidewire could not be retrieved. The current status of the patient is unknown.

Manufacturer narrative:
H11: additional information was received and there is no alleged deficiency or malfunction with the product. This report is no longer being considered a complaint file and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as serious injury. G3 section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.